Manufacturer narrative:
Additional information received from litigation on 05/09/2018: updated implant date.

Event description:
Allegedly, patient is experiencing unknown mom complications. Additional information received (B)(6) 2017: received revision op report dated (B)(6) 2014. This claim changes from a non-revision to a revision.